Event description:
It was reported hat the customer were experienced high blood glucose and also customer stated that infusion set cannula was bent. The blood glucose was 400 mg/dl. The auto mode feature was active at time of high blood glucose event. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.